Manufacturer narrative:
No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.

Event description:
It was reported that a left knee revision surgery was performed after the patient fell causing the medial collateral ligament to rupture and instability in the knee. The tibial insert was removed.

Event description:
It was reported that a revision surgery was performed after the patient fell and the knee became unstable.